Event description:
It was reported that the epicardial lead was broken and had capture problems. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a portion of the lead was returned in segments, analyzed and all conductors were fractured. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.